Event description:
This issue was submitted by a siemens clinical application specialist, (B) (6), on (B) (6), 2008. According to (B) (6), new scan protocols 'coronaryctaseq' were designed to support a slice thickness of 0.6 mm for p30f/g as cardio sequence (step-and-shoot). In these scan protocols, the scan trigger is not set correctly, which may lead to the egg unintended movement. The factory determined that as a result of the scan trigger not functioning properly, the final images may be of lower quality requiring the necessity to reimage the patient.

Manufacturer narrative:
The customer has been already informed about a lack of the trigger signal in the cardio scan workflow. The customer was advised to ensure that the sequence and trigger parameters are set correctly. A customer safety notice with a description of this error and the means to avoid, it will be distributed by siemens.